Event description:
It was reported that when the ventilator was connected to a patient, a malfunction in o2 center has been detected. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
There was no information provided about the troubleshooting and resolution of the problem. Device's logs were not provided for further analysis. The cause of the reported issue has not been determined. A correction of field # g2 report source was required. G2 ¿ report source - previous brand name: foreign, user facility, company representative, corrected report source: user facility, company representative.

Event description:
Manufacturer's ref.#: (B)(4).